Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the valve was returned for evaluation. The investigation of the returned valve did confirm the problem reported by the customer. The lot number was cngcmm, serial number (B)(4), product code 82-3842. The position of the cam when valve was received was 60mmh2o. The valve was visually inspected, some thick white substance was noted covering the valve mechanism, and therefore it is not possible to say what this substance is. The valve was irrigated with purified water, and an occlusion was noted, due to the white substance covering the valve mechanism. A review of the history device records confirmed the valve conformed to the specifications when released to stock. In addition, as noted in the IFU it instructs health care users " do not fill, flush, or pump the valve with fluid in which cotton, gauze or other lint-releasing material has been soaked". Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Fluid did not flow through the device. Another product was used to complete the case.there were no adverse consequence to the patient. (B)(4).